Event description:
The patient was here for plate removal and scar reversion from a left proximal humerus fracture surgery. At the time of closing the incision, the physician assistant (pa) noticed that the tip of the needle was missing. From x-ray, radiologist saw a 1.3mm tip of the needle in the lateral soft tissue of the proximal arm. The patient had to return to the operating room (or) to get the needle tip removed.